Event description:
It was reported that during a moderately tortuous, mid left anterior descending (lad) coronary artery stenting procedure, pre-dilatation was performed on the 95% stenosed, moderately calcified lesion. After pre-dilatation, a 2.5x 15mm xience v stent was implanted and a distal edge dissection was noted. A second unplanned xience v stent was implanted to treat the dissection. There was no report of adverse patient sequela and no report of a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for investigation. However, there were no reported device malfunction or product deficiencies. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.